Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized with suspected thrombus. Patient had signs of hemolysis however pump parameters remained normal throughout hospitalization. Patient received anticoagulation and antiplatelet therapy. Patient was discharged home on (B)(6) 2018 with down-trending lactate dehydrogenase (ldh) levels. Patient has been stable since discharge as an outpatient back at his baseline ldh levels in the 200s. Device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Pump (B)(4) was not returned for evaluation. Review of log files associated with the event revealed power consumption within normal operating range from (B)(6) 2018 to the event date. 1 low flow alarm was logged on (B)(6) 2018. The low flow alarm seen in the log files can be correlated to the suspected thrombus mentioned in the event description. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.